Event description:
It was reported that during the implant procedure, there was no sensing possible. The lead was attempted and not used. Another leadwas used and correct sensing was possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.